Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the customer reported that precise preoperative sizing and measurements of the proximal and distal ends as well as the diameter were performed, and a 400-16 stent was selected. Due to the relatively tortuous vascular anatomy, the operator planned to deploy at the distal end and then pull back for positioning. After the stent delivery catheter phenom 27 was advanced up to m2, the stent was fully hydrated and delivery was initiated. After the stent was delivered to the target position, stent deployment was performed by withdrawing the microcatheter, allowing the stent part to open in the straight segment of the middle cerebral artery. Since the patient¿s m1 segment did not appear very straight on imaging, after the microcatheter was withdrawn, the tip end of the stent appeared not to open properly. The operator then attempted to retrieve the stent and redeploy it, but the entire segment of the stent still failed to open. The operator then pulled the whole system back to the internal carotid artery and attempted to deploy the stent again, but the stent still did not open. Due to repeated recapturing, the tip end appeared somewhat frayed. The customer therefore decided to remove the entire system and suspected an issue with the stent delivery catheter as well. A new catheter and a new stent were then used instead, and deployment was restarted. The stent opened successfully, and the procedure was completed safely. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline was used for an approved (on-label) indication. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic artery aneurysm with a max diameter of 7 mm and a 6 mm neck diameter. The landing zone was 3.2 mm distally and 4.1 mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was that postoperatively, there was obvious contrast retention in the aneurysm, with no vessel loss. Additional information was received stating that the customer reported resistance when delivering and repeatedly retrieving the stent, which led to suspicion of an issue with the stent delivery catheter. No causes or contributing factors for the failure of the stent to open or the fraying were identified. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline.